Event description:
The customer reported, "no power to the cradle and there is a burning smell." This issue would indicate that system would not boot up as the cradle or c-arm had no power to it. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. The system operates as intended..